Manufacturer narrative:
The manufacturer received the devices for evaluation. There was evidence of dark colored contaminants on the outside external surfaces of the devices including the returned filters. The fresh air intake port is also contaminated with these dark colored contaminants. The internal inspection found evidence of similar contaminants throughout the dreamstation airpath including the blower box, blower assembly and humidifier dry box and on all internal surfaces of the dreamstation and humidifier. There was also evidence of liquid/water ingress. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 crf part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a durable medical equipment (dme) supplier stating that an end user woke up and found black foam material all over his pillow while using his CPAP device. The end user has been in and out of the hospital with lung issues and has been prescribed inhalers. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device manufacturer found evidence contamination. The manufacturer observed dark colored contamination on the outside external surfaces of the devices including the returned modem. The returned filters are heavily contaminated with the dark colored contamination, with one of the filters retaining clips broken off and missing. The fresh air intake port has the dark colored contamination. The manufacturer also observed a sweet smelling cleaner type of odor throughout the devices. The humidifiers flip lid seal, dry-box seals have discoloration, contamination and the flip lid seal has evidence of tacky contaminate with the sweet odor. The device was disassembled for internal visual inspection. The manufacturer found evidence of contaminants throughout the device air path (including the blower box, blower assembly, & humidifier dry box) and on all internal surfaces of the dreamstation/humidifier. The manufacturer also observed liquid/water tacky contamination was in the blower motor housing and throughout the blower motor itself. The manufacturer finds that these contaminates were consistent with being sourced from external environmental conditions. The manufacturer applied power to the unit and provided the flow. The manufacturer reviewed the device error log and no error log was found. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The contamination found within the device is consistent with being from an external source. Section d8, d9, h3, h6 were updated / corrected.

Manufacturer narrative:
Additional information was received on march 7, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received an allegation of an issue related to a durable medical equipment (dme) supplier stating that an end user woke up and found black foam material all over his pillow while using his CPAP device. The patient has been in and out of the hospital with lung issues and has been prescribed inhalers. Patients are also experiencing nose irritation, respiratory tract irritation, dizziness or headache, nausea, vomiting, asthma (new or worsening), and lung diseases.  Section h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer received information from a durable medical equipment (dme) supplier stating that an end user woke up and found black foam material all over his pillow while using his CPAP device. The end user has been in and out of the hospital with lung issues and has been prescribed inhalers. The manufacturer requested the return of the device with all accessories for evaluation. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.